Event description:
Device stopped working, red light on battery came on/charged battery twice and then got a new handpiece and new handpiece worked. Manufacturer response for sonicision, sonicision (per site reporter). Unknown.